Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After, twenty days of post deployment, a computed tomography of chest was performed for shortness of breath. The study showed that multiple bilateral pulmonary emboli involving the main pulmonary arteries and branches to both upper and lower lobes. On the next day, an x-ray abdomen was performed which showed inferior vena cava filter was noted with its tip located at the l1-l2 level. On the same day, an echocardiogram was performed which showed massive pulmonary embolism and severe dilatation of tricuspid valve annulus and right atrium. Around, four months later, a ventilation perfusion scan was performed for shortness of breath. The study showed that very low probability for a pulmonary embolism. Around, five years one month later, a bilateral lower extremity venogram was performed for chronic venous stasis of right lower extremity. The study showed that in-line flow through the distal inferior vena cava, though it was moderately stenotic and some wall irregularity suggestive of chronic thrombotic changes. There was fracture of portions of the filter legs. Flow above the filter appears unobstructed. Around, three years and three months later, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a sheath was advanced to the apex of the g2 inferior vena cava filter. Through the right great saphenous vein access, a right iliocaval venography was performed. The study showed multiple fractured fragments were noted to be located around the filter. Subsequent inferior vena cavogram showed filter fragments to lie outside the inferior vena cava lumen and not attempted to secure these filter fragments. An omni flush catheter was advanced through the right internal jugular sheath to the level of the inferior vena caval confluence. Venography showed partially recanalized occlusions of the caval confluence and both common iliac veins, left greater than right. Repeat cavogram was performed which showed the fractured filter fragments to be extravascular in location, allowing for safe removal of the filter without risk of dislodging the fractured fragments. Thrombosis of filter bearing inferior vena cava and bilateral common iliac and external iliac veins. The filter was noted to be located just below the left renal vein. The filter apex was tilted against the anterior caval wall. The filter apex was debrided using a forceps device, with specimens sent for pathologic analysis. However, the forceps could close securely over the filter apex. Then attempted to use the bard cone retrieval system but could not place it over the apex. The filter arms were cannulated with a wire and a balloon was inflated to lift the filter apex off the anterior wall. Unfortunately, the filter apex still could not be captured with the cone retrieval device. A loop snare was advanced through the sheath and the filter apex was captured after multiple attempts. The sheath was advanced over the filter and the filter was extracted from the inferior vena cava. The filter became inadvertently released within the sheath. Therefore, a stiff glidewire was advanced through the sheath to maintain vessel access. The filter was subsequently removed from the sheath and noted to have 4 complete arms and 5 complete legs (plus one incomplete leg broken mid shaft but securely attached at apex). Therefore, investigation is confirmed for detachment of filter limbs, limb perforation, filter tilt, occlusion of the inferior vena cava (ivc), and retrieval difficulties. However, investigation is unconfirmed for filter migration to heart. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using forceps and retrieval cone but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3, h6(device, method, conclusion). H11: b3, d1, d4, g1, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, detached and migrated to the heart. The device was removed percutaneously; however, a detached limb remains outside the inferior vena cava lumen. The patient reportedly diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the medical record review allege that a filter was implanted below the renal veins without complications. Post deployment, patient had experienced episode of severe pulmonary embolism, bilateral lower extremity swelling and throbbing (right greater than left). Approximately six years later, venogram indicated infrarenal caval stenosis/occlusion and partially recanalized occlusive disease of the iliac veins. Venography performed two years later demonstrated partial occlusion of the infrarenal ivc and it was also observed that the ivc filter fractured, with fractured portions extra-vascular. Subsequent inferior venacavogram demonstrated filter fragments outside the ivc lumen. Intravascular ultrasound (ivus) was performed during retrieval procedure on right iliocaval and followed by removal of ivc filter apex using a forceps device through internal jugular. There was an unsuccessful attempt made to retrieve the filter using a cone retrieval device. However, during the same procedure the ivc filter was successfully removed. Therefore, the investigation is confirmed for detachment of filter limbs, limb perforation, filter tilt and unable to retrieve the filter. However, the investigation is unconfirmed for filter migration to the heart. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted. The device was removed percutaneously; however, a detached limb remains outside the ivc lumen. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.